Event description:
Champion af study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Procedural transesophageal echocardiogram showed the presence of a left to right atrial septal shunt measuring greater than 3mm. Five days post procedure the patient presented to the emergency department with cough, shortness of breath, and chest pain of the left side radiating to the neck. An electrocardiogram (EKG) revealed an incomplete right bundle branch block. The results of a chest radiograph were normal. One day post admittance to the hospital a transthoracic echocardiogram showed a pericardial effusion measuring 16mm. Two days post hospital admittance the event was resolved and the patient discharged with post procedural medications aspirin 81mg and apixaban 10mg.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Procedural transesophageal echocardiogram showed the presence of a left to right atrial septal shunt measuring greater than 3mm. Five days post procedure the patient presented to the emergency department with cough, shortness of breath, and chest pain of the left side radiating to the neck. An electrocardiogram (EKG) revealed an incomplete right bundle branch block. The results of a chest radiograph were normal. One day post admittance to the hospital a transthoracic echocardiogram showed a pericardial effusion measuring 16mm. Two days post hospital admittance the event was resolved and the patient discharged with post procedural medications aspirin 81mh and apixaban 10mg.